Manufacturer narrative:
Field advisory: 1627487-07262012-002-r. This ipg serial number was included in a field advisory and a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref MFR reports: 1627487-2014-06183 and -06184. It was reported the pt experienced excessive heat while recharging and the device shocks him when he moves a certain way. Pt stopped using the device approx 8-10 months after implant and has not recharged it since. Surgical intervention may be pending to address the issue. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.